Event description:
The initial complaint indicated that three guidewires had a defect tip. The tips kinked when slightly touched. Two of the guide-wires were discarded. One guide-wire will be returned for analysis. However, the analysis on the returned guidewire found that the distal tip core was fracture/separated.

Manufacturer narrative:
The needle used of course is not an injection needle. It is called "super ketch plus" produced by a company called minvasys. This type of needle is generally used as a helping tool to introduce wires into a catheter or a sheath. The mechanism of pre shaping is difficult to explain. The word "striping" is nonsense; it was a bad translation. The pre shaping is made with a very smooth and careful movement. The tip of the wire is twisted very gently and carefully around the needle. The guidewire was removed from the proximal end. The only manipulation of the guide wire was the pre-shaping - as always, and the pre-shaping of the distal end of the guidewire was performed by using the needle of the "easy catch" system bending the distal end over the needle. The doctor who generated the complaint does it like this for 10 years minimum. By the way, the doctor didn't recognize this problem any more after removing the complaint lot. Analysis of the one returned wire confirmed numerous bends and kinks, as well as a core wire fracture near the distal tip. As received, the specimen does not present any indication of manufacturing defect or anomaly. The specimen appears visually and dimensionally correct. The damage presented to the distal 1.65cm of the specimen appears consistent with removal of the device from the dispenser assembly by incorrect means. The bend damage to the distal tip region, combined with the displaced and stretched coils, appears indicative of grasping the specimen wire by the distal tip to remove the wire from the dispenser assembly. This conjecture is further supported by the tensile fracture of the core wire. As described in the (IFU) instruction for use, "to prevent damage to the distal tip of the guidewire and to prevent the guidewire from springing onto a non-sterile field, carefully remove the guidewire from the dispensing tube. Use the dispenser window to advance the guidewire distal tip, such that the guidewire can be removed by grasping the coated shaft." A review of the manufacturing records could not be done without a lot number. The complaint was confirmed for the returned wire. Review of the available info suggests that device handling may have contributed to the event.